Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the distal left circumflex. The 15mm x 3.00mm nc quantum apex mr balloon catheter was used for dilatation of the lesion. Upon inflation the balloon ruptured at 14atm. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).